Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation; however, we did receive performance data collected from the device and have analyzed the data. There was appearance of non-physiologic activity in the high rate episodes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the electrocardiogram (ECG) showed skipped beats at various times while at the hospital. It was also noted that there were ventricular heart rhythm (vhr) episodes that looked to be noise. The patient was in complete heart block and it was not possible to get intrinsic ventricular activity with about ten seconds worth of slowing the pacing rate to thirty beats per minute. The lead remains in use. No patient complications have been reported as a result of this event.